Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block e1: two physicians were reported. Second physician's complete name: dr. (B)(6). Phone number: (B)(6). Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: investigation results: visual examination of the returned complaint device revealed the needle was indicating 0 atm. The y-connector and the syringe were not correctly aligned. The male hub of the extension tube was broken, was returned and observed to be attached to the inflation device hub; the other section of the extension tube was returned, and found attached to a cre balloon hub. Functional examination was performed, and there was no leak observed with the device; however, the syringe was pressurized and the needle of the gauge was able to reach 10 atm for 30 seconds. Based on the analysis performed and the information provided, the device did not show what the customer alleged as the gauge was reading accurately. Therefore, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated; however, the gauge pressure could not be read. The gauge was reportedly broken. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Two physicians were reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated; however, the gauge pressure could not be read. The gauge was reportedly broken. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.